Manufacturer narrative:
The pump was monitored with multiple basal rates. The pump functioned properly. No blank display or display anomaly noted during testing. A battery was inserted multiple times and all operating currents were within specification. No unexpected low battery or off no power alarms noted. No damage inside pump noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had been beeping all night. Customer was unable to stop the beeping. Insulin pump prompted the customer to reset the user settings. Customer's blood glucose was 300 mg/dl. Insulin pump would not turn on during troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.